Manufacturer narrative:
(B)(4). Reported event of "stent kinked." A visual evaluation of the returned device found that the stent pigtails were relaxed and no longer maintain the curl. The stent was kinked along the drainage holes in the pigtails. Per the event information, the issue was identified during the procedure and inside the patient. Most likely the stent lost its curls while the stent was loaded on delivery system. The stent was likely kinked due to some operational/anatomical factors encountered during the procedure. Therefore, 'operational context' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary double pigtail stent was used during a procedure performed in the psuedocyst cavity. According to the complainant, it was noticed that the advanix¿ biliary double pigtail stent did not curl properly. The procedure was completed with another advanix¿ biliary double pigtail stent. There were no patient's complications as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "stable." Investigation results on 18aug2016 revealed that the stent was kinked. Therefore, based on these findings, this event is now considered reportable.